Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. But in this case, user reported that sensor came up the skin surface and there was no performance issues with the sensor. Most likely, the sensor was inserted too close to the skin surface while doing the insertion procedure. Although, there was no infection at the time of sensor removal, doctor removed the sensor as a preventative measure.

Event description:
Senseonics was made aware of an incident where patient had her sensor removed because the sensor came-up to the skin surface and was at the risk of infection. Patient reported that the sensor was working properly and had no performance issues.